Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received and visual inspection was performed on the returned device. The reported kink and separation were confirmed. The reported difficulty positioning the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other similar incidents from this lot. It should be noted that the mini trek rx, global instructions for use (IFU) states, prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. It is likely that the mini trek became kinked when the device was coiled and placed on the back table. It is also likely that the kink interacted with the guide liner resulting in the reported resistance and the subsequent hypotube separation. The investigation determined the reported kink appears to be related to operational context; however, the reported difficulty positioning the device and separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.0x15 mm mini trek was advanced to the moderately tortuous, posterior descending of the right coronary artery and inflated at 12 atmospheres (atms) without incident. The mini trek was removed from the anatomy. The technician coiled the mini trek two or three times and set the device on the back table. The same mini trek was re-inserted to the anatomy and kinked at the hypotube. Resistance was met with the guide liner and the mini trek shaft fractured before it had exited the guide liner. The separated mini trek remained inside the guide liner. The separated segment was removed with the guide liner. No additional information provided.